Event description:
It was reported that anti-tachycardia pacing (atp) accelerated fast ventricular tachycardia (fvt) to ventricular fibrillation (vf). Atp was turned off automatically. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2006; 4194 implantable pacing lead (B)(6) 2006. (B)(4).